Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No possible over delivery anomaly noted. Insulin pump passed the delivery accuracy test at 0.0875 inches. Insulin pump received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalised four different times in the last 3 weeks. The customer's blood glucose level was 171 mg/dl at the time of the incident. It was reported that the insulin pump had cracks on the reservoir compartment reservoir that go all the way to the back of the insulin pump. The customer stated that they gave him a glass of milk, and candy. The customer stated that the insulin pump had cracks on the reservoir compartment and the reservoir was not holding the insulin in the reservoir and was leaking out. The customer stated that when the reservoir was taken out of the insulin pump, the reservoir had no insulin in it. The insulin pump was neither bumped nor dropped. The customer stated that the insulin pump was over delivering. The customer stated that the reservoir lip ring was damaged, but the reservoir was able to lock in place when inserted into the insulin pump. The customer declined troubleshooting for low blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.